Manufacturer narrative:
No product to be returned for an eval. We could not confirm the failure of the puncture in the tube set. This is an isolated incident. No other similar complaints have been reported.

Event description:
It was reported that the 10" tube set had a puncture hole. It was also stated that according to the history of the pump the infusion bag should have been empty, but the infusion bag was nearly half full. Because of the puncture the pump allegedly was infusing air.